Event description:
The customer reported a vague and intermittent issue during cardioversion pertaining to the sync and shock functions. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer report a vague and intermittent issue during cardioversion pertaining to the sync and shock functions. There was no report of negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.